Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had received at least ten inappropriate anti-tachycardia pacing (atp) and greater than five inappropriate shocks due to oversensing of noise. The noise was able to be reproduced with isometrics and when the patient pushed their hands together. An x-ray was suggested as there was concern over possible lead integrity issues. Approximately one month later there was continued noise on the right ventricular (rv) channel that was oversensed and also oversensing of noise on the right atrial (ra) channel. An x-ray was taken which found thinning of the insulation on both leads. The rv lead impedance measurement was stable but did have one measurement of 200 ohms. Tachycardia therapy was programmed off and the rv sensing was reprogrammed. It was noted that the patient paces less than 1 percent. The patient was sent home and would be scheduled for a lead revision in the future. At this time both the rv and ra leads remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient had received at least ten inappropriate anti-tachycardia pacing (atp) and greater than five inappropriate shocks due to oversensing of noise. The noise was able to be reproduced with isometrics and when the patient pushed their hands together. An x-ray was suggested as there was concern over possible lead integrity issues. Approximately one month later there was continued noise on the right ventricular (rv) channel that was oversensed and also oversensing of noise on the right atrial (ra) channel. An x-ray was taken which found thinning of the insulation on both leads. The rv lead impedance measurement was stable but did have one measurement of 200 ohms. Tachycardia therapy was programmed off and the rv sensing was reprogrammed. It was noted that the patient paces less than 1 percent. The patient was sent home and would be scheduled for a lead revision. A few weeks later a revision procedure was performed where the rv and ra leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned in two segments severed at 155 mm from the terminal pin. A portion of the mid body of the lead appeared to have been missing. Visual inspection revealed that the conductors were extended beyond the insulation and severed at both ends of the segment. Cuts in the insulation were also observed along with the clear medical adhesive being torn and separated at the proximal end of the proximal spring electrode. The proximal spring was also stretched at the same point. Blood and body fluid were noted in the lumens along with tissue entwined in the helix. Insulation abrasion was observed at 140 to 147 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the another lead, however laboratory analysis was unable to completely rule out contact with the associated device case. The reported low impedance measurements and noise were likely the result of the lead damage observed by the laboratory. Patient code 3191 captures the reportable event of surgery.